Manufacturer narrative:
(B)(4). Additional 510k number: k101880. Device discarded.

Event description:
It was reported that the mount fractured while placing the implant. The implant is fine.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b5: it was reported that the mount that comes bundled with the implant fractured during implant placement. The implant remained viable. There was no report of patient injury or delay in procedure. D4: expiration date: aug 31, 2022. D8: correction: no. G4: 04 apr 2019. G7: follow up. H4: aug 11, 2017. The reported device was not returned for evaluation. As the device was not returned, the reported event was not confirmed. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. A complaint history review was completed for the reported device lot for similar cause. 3 other complaints were identified. A definitive root cause could not be identified. Probable causes of the reported event include excessive loading on the device following placement, causing damage to the seating surface.

Event description:
It was reported that the mount that comes bundled with the implant fractured during implant placement. The implant remained viable. There was no report of patient injury or delay in procedure.